Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-apr-2019 with the following findings: during investigation, the rewind, load and prime steps performed successfully. The piston was able to rewind and advance fully. The complaint of a motor rewind issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.